Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Provided information indicates that the device is likely still in use and no repairs were performed by our local team as no quality control check has been requested by the customer. Despite several request and due to the lack of evidences, the root of this event remains unknown. If further information are provided later on we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is higher compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "elderly female patient from the medicine area, bed 78, delicate multidrug patient who was applying norepinephrine with the fresenius kabi infusion pump, the nurse left her infusing, went to lunch and returned, the pump was with the light blinking, it was not working, the patient is cold, hypotensive, they tried to revive her, they raised her dose, they gave her first aid, but she died." Additional information obtained from the customer: nso informed that this incident occurred two months ago. This info was notified to the nso (by nurse/initial reported) on (B)(6) 2023. On (B)(6) 2023, after many contact attempts, the complainant was able to be contacted. The complainant indicates that "device was [not] isolated and is likely to continue to be used". Also, she mentioned that serial number is [unknown] to her because many devices have rotated through your area. On the other hand, our technical service team confirm the following information: according to sap, we have installed (B)(4) devices under the mentioned reference. They do not have preventive maintenance since they were installed in the second half of last year and the visit is not yet due. There is no corrective evidence for this reference. Reporting due to the referenced issue. More information is needed to complete the investigation.